Event description:
Siemens healthineers was notified of a potential patient injury associated with an unknown siemens 3t MRI system by the FDA via medwatch report# mw5184353. There is no customer facility information, system information, or customer or patient contact information provided in the medwatch report. The report stated that an unknown weighted item for post-operative purposes was pulled into the scanner. The patient´s arm was trapped between the item and the MRI resulting in a bruise. An x-ray examination of the patient´s arm was performed afterwards. Detailed information regarding the severity of the injury, results of the x-ray, medical intervention provided, and current health status of the patient are unknown to siemens healthineers at this time. Siemens healthineers is reporting this event as a potential serious injury due to the absence of additional information.

Manufacturer narrative:
H3, h6: an investigation cannot be initiated without additional customer and system information. A supplemental report will be submitted upon receipt of additional reportable information.